Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055776) in united states on 19-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. The consumer stated that since insertion she had experienced unexplained rashes and severe pelvic pain, longer cycles, major bloating constipation, started getting migraines and was fatigued all the time. Essure removal date was (B)(6) 2015. Disability/permanent damage was reported as seriousness criteria. Product technical complaint (ptc) investigation result received on 07-nov-2015: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. This event is serious due to medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, since the insertion the consumer has been presenting severe pelvic pain and other non-serious events. Given event's nature and close temporal relationship, causality with essure use cannot be excluded and since essure removal was required, implying that an intervention was performed, this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information on 11-nov-2015: despite follow-up attempts, no response was received. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. This event is serious due to medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, since the insertion the consumer has been presenting severe pelvic pain and other non-serious events. Given event's nature and close temporal relationship, causality with essure use cannot be excluded and since essure removal was required, implying that an intervention was performed, this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.